Event description:
Event description guidant received information from a patient, that this transvenous lead system dislodged. The patient reported shortness of breath, and felt like he was going to die.